Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm maryland bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and was found to have charring and localized melting at the grip base between the grips the instrument passed the electrical continuity test. The instrument does not show damage to the conductor wire.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm maryland bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and was found to have charring and localized melting at the grip base between the grips the instrument passed the electrical continuity test. The instrument does not show damage to the conductor wire. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the last four digits after the batch number are 0134. There was no arcing observed. The surgery was robotically completed as planned. There was a possibility that the tissue got caught in the tip and carbonized. There was no instrument collision. There was no adverse event observed. No images or videos available.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm maryland bipolar forceps instrument had thermal damage to pulley cover. The procedure was completing as planned with no reported injury.